Event description:
It was reported that the patient underwent a laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior and posterior colporrhaphy and a sling procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. Due to erosion, pain and bleeding, patient underwent mesh revision/ removal surgery on (B)(6) 2010.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted. See also medwatch 2210968-2012-02779 and medwatch 2210968-2012-05014. The same patient is represented in each medwatch.(B)(4).